Event description:
Customer reported low blood glucose symptoms with blood glucose result of 74 mg/dl obtained on the aviva system. Customer was able to self treat; he re-tested 2 mins later and obtained result of 204 mg/dl. Customer re-tested again and reportedly received results of 84 mg/dl and 79 mg/dl. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.